Event description:
It was reported the location of the neurostimulator is very painful and unevenly sticks out making recharging almost impossible. Once, the pt experienced surging stimulation when she layed down and her husband turned on her implant. The pt was directed to contact the health care professional. Add'l info has been requested from the hcp, but was not available as of the date of this report.